Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported ventilator was investigated on-site. The ventilator failed internal leakage test with message: system volume too small' during pre-use check. The traces of liquid have been found inside the filter's chamber of the air gas module. The reported failure could be confirmed in the received photo. Replacement of air gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The air gas module regulate the inspiratory gas flow and gas mixture. The liquid contamination in the air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the air gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The conclusion is that the device did not fail to meet its specification, and the source of liquid contamination in the air gas module remains unknown. According to the applicable user's manual, maximum levels of water (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).